Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, a probable cause for the foreign white residue on the air/water channel, cylinder, and auxiliary channel to remain on the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white (foreign) residue on the air/water channel, cylinder, and auxiliary channel. There was no patient involvement.